Manufacturer narrative:
Customer complaint is confirmed. Evaluation found that the contacts terminal of the battery are corroded. The service history was reviewed, and no prior data was found. A DHR review could not be performed since this is a vendor item. (B)(4). Per the instructions for use, the user is advised the following: do not to immerse battery pack in any liquid or solution. Contact corrosion may occur resulting in decreased battery and/or handpiece performance. Do not clean battery pack with bleach, chlorine-based detergent, or caustic solutions that contain phenol. Contact corrosion may occur resulting in decreased battery and/or handpiece performance. Do not expose battery pack to fire or incineration; this may cause the battery to rupture, potentially creating an unsafe condition. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the l3000lg, small lithium battery, started smoking and leaking black sludge. This occurred during an orif (open reduction internal fixation) surgery on (B)(6) 2019. There was no user or patient injury or impact. The procedure was completed using another battery and hand piece. There was a delay of 5 minutes. This report is being raised based on device malfunction with potential for injury upon reoccurrence.